Event description:
It was reported that there was a change in therapeutic effect. The pt's therapy was not controlling pain as much as it previously did. The pt's health care provider increased the dosage of medication, which had not helped with the pain. The pt's symptoms had been going on for the past three to four yrs. The pt had back surgery in (B)(6) of 2010, the pt's doctor reportedly did not see the catheter. A dye study was performed a yr ago, the dye did go "up the catheter." No problem was found with the device and no alarms were occurring. The pt's doctor informed the pt that when the pump was refilled, the alarm was sounding due to the pump being low. The pt had spinal meningitis twice after the pump implant. The drug in the pump at the time of the event was morphine. Additional info has been requested, a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).